Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that it is unknown what additional troubleshooting was performed other than routine impedance check. They are not aware of any additional actions taken to resolve the low impedance as the patient was not initially programmed on the affected pairs. The cause is unknown and it is not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the electrode 1<(>&<)>3 has impedance of 35 ohms. Rep wanted to know if only 1<(>&<)>3 can't be used together. It was reviewed to the rep that 1 <(>&<)> 3 can't be used together. Patient is currently being programmed on 1- 2- and case. Impedance was noticed during impedance check today. No symptoms were reported. No further complications were reported or anticipated with this event.